Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump was exposed to moisture. The display was blank. Customer's blood glucose level was 163 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device received with critical pump error after battery installation due to corroded electronic assembly. The motor found with moisture damage per visual inspection. No blank display anomalies were noted. Unable to perform functional test including self test, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement test or verify frozen screens or button keypad anomalies due to critical pump error.